Event description:
This is a report of a patient that experienced a connection issue between the transfer set and the patient line of a homechoice cassette. This occurred during drain one of peritoneal dialysis therapy. The patient would complete therapy by starting over with all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.